Event description:
It was reported that during a surgical procedure, the rover's smoke evacuator operated intermittently. Backup neptune equipment was used to complete the procedure. There was no report of any pt or user exposure to surgical plume. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A field service rep was sent to the user facility to evaluate the device, and the investigation is pending. A follow up report will be submitted if the investigation results require.